Event description:
It was reported that a revision surgery was performed because the implants were out of place. The problem was corrected placing a total shoulder prosthesis. The patient´s health condition is stable.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based solely on the imaging provided, unable to rule out a malaligned reduction of the proximal humerus fracture and subsequent plate disassociation as a contributing factor to the reported ¿out of place¿ locking plate and subsequent revision. The patient impact beyond possible pain/discomfort and the revision procedure itself cannot be determined. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.